Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer heard a "pop" sound and then observed insulin leaking from the cartridge during the load process. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.